Manufacturer narrative:
Block h6: imdrf code a0501 captures the reportable event of cap detachment of device or device component.

Event description:
It was reported to boston scientific that an overstitch nxt for the treatment of class ii obestity during an endoscopic sleeve gastroplasty procedure on an unknown date. During the procedure, the overstitch nxt loosened from the gastroscope and completely detached after the third suture. The adhesive tapes no longer adhered to the gastroscope. The endcap detached from the overstitch device. The procedure was completed with another overstitch nxt. No patient complications were reported as a result of the event.

Event description:
It was reported to boston scientific that an obesity nxt during an endoscopic sleeve gastroplasty procedure for the treatment of class ii obestity on an unknown date. During the procedure, the overstitch nxt loosened from the gastroscope and completely detached after the third suture. The adhesive tapes no longer adhered to the gastroscope. The endcap detached from the overstitch device. The procedure was completed with another overstitch nxt. No patient complications were reported as a result of the event. Based on additional information received on october 9, 2025: the straps that slipped and detached were those located at the distal end of the device.

Manufacturer narrative:
Block h6: imdrf code a0501 captures the reportable event of cap detachment of device or device component. Additional information: block b5: updated based on additional information received on october 9, 2025. Correction: g1: manufacturer's contact first name, last name, email and phone number.